Manufacturer narrative:
Based on initial analysis, the sensor deviated from normal behavior around (B)(6) 2023, which was the day the reported event happened. It was also reported that the user had an infection at the insertion site and was prescribed bactrim for the infection. An RMA was issued for the sensor due to the performance deviation. After the sensor was tested in-house, there was no evidence of malfunction and test data also confirmed the prescribed medication, bactrim, does not interfere with sensor performance. In vivo sensor performance deviation was most likely due to the infection at the insertion site. D9. Device available for evaulation? Yes, 30 may 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6 investigation findings updated to 114. H6. Investigation conclusions updated to 67.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.